Event description:
The user facility reported that they are dissatisfied with their quick connects for their system 1 processor and believes there is a potential for an injury.

Manufacturer narrative:
The customer stated that the quick connect at the tray ports are difficult to disconnect. Employees are breaking the quick connects and additionally causing wear on the connector's o-rings. Customers are strongly encouraged to use care and to follow the quick connect operator manual. Steris' processing instructions recommend the o-ring to be wet with tap water when inserted into the fluid port connection to facilitate insertion and removal at this adaptor. In addition, operators are instructed to ensure the latch on the fluid port is depressed completely before removal of adaptor to ease the release of connection from the flow port with minimal force. The user facility has been in-serviced on the proper use and handling of the quick connects.